Event description:
The manufacturer received information alleging the active exhalation test steps had failed during preventative maintenance on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices active exhalation control module (aecm) had caused the test step to fail on the device. In conclusion, the device's active exhalation control module was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the pollen filter was replaced for preventative maintenance unrelated to the reportable issue.